Manufacturer narrative:
The device, intended for used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is cracked and has signs of wear and tear from use. , a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. According to clinical/medical investigation, this case reports the trial insert broke inside the patient. Per email communication, the procedure was completed using a backup device, with no surgical delay and no injury to the patient. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that during tka procedure, when the surgeon inserted the zuk size 3x8mm insert trial, it cracked internal to patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.